Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer was hospitalized due to an elevated blood glucose (bg) level (761 mg/dl) and diabetic ketoacidosis. The cause for elevated bg was unknown. Customer was treated through intravenous insulin.